Event description:
It was reported that the device would only charge up to 20 joules. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.